Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has been received for analysis. A visual and microscopic examination found that the stent is stuck inside a piece of the introducer sheath which measures 3cm in length. The stent is damaged and frayed inside. The stent was unable to be removed from the sheath. The delivery device was not returned to the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure, a stent was stuck in the catheter. The target lesion was located in the first obtuse marginal artery. A 2.50x12mm promus element plus stent was stuck coming back out of the guide catheter. They removed the stent and the catheter together as a unit. The physician used a 2.50x20mm stent to complete the procedure. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure, a stent was stuck in the catheter. The target lesion was located in the first obtuse marginal artery. A 2.50x12mm promus element plus stent was stuck coming back out of the guide catheter. They removed the stent and the catheter together as a unit. The physician used a 2.50x20mm stent to complete the procedure. No patient complications were reported and the patient's status was fine.